Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was beeping with a constant tone. The insulin pump had a blank display and alarm that occured but the customer doesn't remember the alarm. The insulin pump is currently blank with the constant tone. Troubleshooting was performed but there was no resolution. The current blood glucose of the customer is 200 mg/dl and the insulin pump is returning.

Manufacturer narrative:
Insulin pump was received with blank display, problem isolated to interface board. No audio/beep anomaly noted. Unable to confirm missing segments/partial display and unable to perform any tests due to blank display. Insulin pump was received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.